Event description:
It was reported that the patient underwent a posterior spinal fusion surgery c4-c7 using rhbmp-2/acs on (B)(6) 2007. Post operatively, patient developed increasingly severe pain. Patient reports he cannot sleep because any pressure that he puts on his neck elicits an electric "shock" type pain. It is reported that patient is partially bedridden. Patient suffers from constant extreme pain in his legs, back, and neck. Patient has also developed numbness in his right arm and gradual numbness developing in his left arm. No additional information has been provided.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2007: the patient presented with pre-op diagnosis- discogenic right foraminal stenosis c6-7, post-op diagnosis- pseudoarthrosis c4-5, c5-6, cervical spondylosis with discogenic back pain and stenosis c6-7, procedure-removal of previous plate c4 to c6. Removal of previous implant that was nonfused in the inter-body at c4-5 ,c5-6. Ablation of the pseudoarthrosis at c4-5, c5-6, and placement of a new inter-body implant c4-5, c5-6 packed with bone morphogenic protein, antibody fusion c6-7 using a radiolucent implant packed with bmp as well as anterior plate fixation c4 through c7 spinal concept dynamic plate, per-op notes- previous anterior cervical spine was exposed to the previous plate that had been placed from c4 to c6, previous surgery of c4-5 and c5-6 was inspected, at c5-6, the distraction pins were screwed into the anterior aspect of c5, c6 vertebral bodies, the implant packed with rhbmp-2 was impacted into the disc space, the distraction pin was moved from the c6 to the c4 vertebral body, previous implant was drilled out, previous implant was drilled out from c4-5, end plated were decorticated, radiolucent graft was packed with bmp bone graft, impacted into the disc space, distraction pins were removed and placed in the c6 and c7 vertebral bodies. On (B)(6) 2007: patient underwent x-ray of cervical spine 2-3 views. Impression: post surgical changes, cervical spine, dextroscaliosis, possible nodule, right lung apex. On (B)(6) 2008: patient underwent cervical spine x-ray 2-3 views. Impression: evidence of anterior cervical discectomy and fusion from c4-7 with no evidence of complication or change compared to prior exam. On (B)(6) 2007, (B)(6) 2008: patient presented for follow up during office visit. On (B)(6) 2007: patient presented with low back pain, lumbosacral spondylosis, mylopathy, cervical spondylosis, neck pain. On (B)(6) 2008: patient presented with cervical spine 2-3 views. Impression: discectomy and fusion from an anterior approach at c4-5 and c6-7 with radiolucent disc spacers with anterior metallic plate without change. On (B)(6) 2008: patient presented with following pre-op diagnosis: cervical radiculopathy, facet join pain, cervical syndrome, post laminectomy, cervical displacement, cervical disc. Procedure: selective nerve root block at right c8. On (B)(6) 2008: patient underwent epidural steroid injection at c-6/7 due to neck pain. On (B)(6) 2008: patient presented with cervical pain. On (B)(6) 2008: patient presented with chief complaint of headache. On (B)(6) 2008: patient presented with abdominal discomfort and difficulty emptying his bladder. On (B)(6) 2008: patient presented with MRI dorsal sp without contrast. Impression: normal MRI of the thoracic spine. Patient underwent MRI of lumbar spine with and without contrast. Impression: disk degenerative changes l3-s1 abutment of the s1 roots but no major stenosis. Small herniation 3-4 with only minimal stenosis. On (B)(6) 2009, the patient underwent x-ray of cervical spine, impression: post-surgical changes in keeping with acdf at c4 through c7 level. Right laminectomy and foraminectomy of facetectomy changes of c7. Decompressed appearance of the central canal at the post-surgical levels. Degenerative disc space disease above the post-surgical site at c3-c4 level with mild disc-osteophyte complex extending into the neural foramina, slightly greater on the left. Mild central canal and apparent mild left foraminal narrowing. No evidence of orthopaedic hardware disintegration or loosening. Straightening of cervical lordosis. On (B)(6) 2010, the patient presented to the office due to r l5 radiculopathy, impression: broad based asymmetric to the right disc protrusion at l5-s1 level compresses the s1 sleeves, greater on the right, at the level of the superior lateral recesses. Moderate b iforaminal narrowing at l5-s1 level due to foraminal extensions of the bulging disc annulus and due to superimposed facet hypertrophy. Mild narrowing of the central canal at l3-l4 level. Focal broad based mild disc protrusion at l3-l4 level indents the ventral aspect of the thecal sac and contributes to the canal narrowing. Mild biforaminal at l3-l4. On (B)(6) 2010: patient underwent lumbar epidural steroid injection. Patient underwent lumbar epidural steroid injection. Patient presented with low back pain with right lower extremity radiculopathy and broad based asymmetrical to the right disc protrusion at l5-s1. On (B)(6) 2011, the patient presented for office visit. On (B)(6) 2011, the patient consulted the surgeon through telephonic call. On (B)(6) 2011, the patient underwent x-ray of lumbar spine (1 view) due to tight l5 discectomy. Patient presented with following pre-op diagnosis: right l5 disk protrusion, herniation. Procedure: micro lumbar discectomy l5-s1 right microdissection. On (B)(6) 2011: patient presented with upper sided chest pain and shortness of breath. On (B)(6) 2011, the patient underwent x-ray of lumbar spine(2 view) due to extensive discectomy and l5-s1 fusion, presented with pre-op and post-op diagnosis- diskogenic back pain and stenosis l5-s1, bilateral laminotomy with foraminotomy l5-s1, posterior fusion with instrumentation at l5 and s1 bilaterally. Transverse process fusion using morselized autograft as well as bone substitute at the l5-s1, harvested from the right posterior left thigh, electrophysiological monitoring. Posterior lumbar interbody fusion l5-s1 using 10 mm peek cage. On (B)(6) 2011: patient presented with back pain. On (B)(6) 2011, (B)(6) 2012, the patient presented to the office foe depression follow-up. On (B)(6) 2011: patient underwent lumbar spine 2-3 views. Impression: status post fusion l4-5. On (B)(6) 2011, the patient consulted the surgeon through telephonic call. On (B)(6) 2012: patient presented with following discharge diagnoses: traumatic brain injury with subarachnoid hemorrhage, subdural and confusions secondary to blunt force trauma after a fall down the stairs. Scalp lacerations status post staple repair secondary to blunt force trauma after a fall down the stairs. Acute alcohol intoxication, which has resolved. Pancytopenia felt likely secondary to bone marrow suppression from longstanding alcohol abuse. Hypertension. On (B)(6) 2012: patient underwent lumbar spine2-3 views x-ray. Impression: status post fusion l5-s1. No significant change. On (B)(6) 2012, the patient presented to the office for x-ray of chest, impression- no acute intrathoracic process. On (B)(6) 2012, the patient consulted the surgeon through telephonic call. On (B)(6) 2012, the patient presented to the office for visit with chief complaint of depression. On (B)(6) 2012, the patient presented to the office with chief complaint of calf pain, diagnosis- venous thrombosis. On (B)(6) 2012, the patient presented to the office with chief complaint of sinus infection. On (B)(6) 2012, the patient consulted the surgeon through telephonic call. On (B)(6) 2013: the patient underwent x-ray of cervical spine, impression: acdf changes from c4 through c7. Surgical hardware is appropriately positioned and there is satisfactory anatomic alignment. Straightened appearance of the normal cervical lordosis. On (B)(6) 2012, the patient presented to the office for depression follow-up. On (B)(6) 2012: patient underwent thoracic spine two views. Impression: unremarkable examination of thoracic spine. Acdf changes from c4 through c7 in the cervical spine with minimal degenerative changes at c3-4. On (B)(6) 2012: patient underwent lumbar spine x-ray 2-3 views. Impression: postsurgical changes. On (B)(6) 2012: patient underwent MRI of lumbar spine. Impression: interbody fusion, dorsal decompression and foraminal decompression, dorsal fusion changes at l5/s1 level. Mild hyperemia in the subchondral regions in association with l5/s1 disc space. On (B)(6) 2012. The patient presented to the office for back pain follow-up, underwent pathological examination. On (B)(6) 2012, the patient presented too the office with chief complaint of chronic back pain and sleep apnea, "hx" of dvt/pe, asthma, the musco-skeletal examination indicated decreased strength and rom in lower extremities bilaterally, no effusions, instability or tenderness to palpation, tobacco use disorder was diagnosed. On (B)(6) 2012, the patient presented for physical examinations, impression: failed back syndrome. Status post attempted fusion at l5-s1 with a possible nonunion. Right l5 radiculopathy. On (B)(6) 2012, the patient presented to the office with chief complaint of chronic back pain. On (B)(6) 2012, the patient presented to the office for medical check-up, the assessments indicated major problem of depression and chronic pain syndrome. On (B)(6) 2012, the patient presented to the office with chief complaint of chronic pain, leg size discrepancy, decreased libido. On (B)(6) 2013, the patient presented for office visit with chief complaint of back pain. On (B)(6) 2013, the patient presented for office visit with complaints of chronic pain and libido, underwent physical examinations. On (B)(6) 2013, the patient underwent x-ray of cervical spine, impression: acdf changes from c4 through c7. Surgical hardware is appropriately positioned and there is satisfactory anatomic alignment. Straightened appearance of the normal cervical lordosis.

Manufacturer narrative:
Correction.